Event description:
During baxter's functionality testing of a spectrum pump, it had turned on/off without user input. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the pump powering on/off, which was confirmed and reproduced. Evaluation found this to be caused by a seized motor. The failed motor assembly was replaced.